Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, the patient's implantable cardiac monitor (icm) was found to have exhibited under-sensing, leading to inappropriate pause detection episodes. In-clinic interrogation confirmed the presence of under-sensing. The icm was reprogrammed on an unknown date. The patient did not suffer any adverse consequences.